Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed its evaluation. The instrument was returned for evaluation with no specific complaint. During failure analysis, intuitive motion was not being experienced upon manual input of the disk knobs. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event.

Event description:
The small grasping retractor instrument was returned to intuitive surgical, inc. (Isi) without a reported failure. Isi followed up with the customer to obtain additional information regarding the returned instrument. However, the customer was not able to recall what the issue was with the instrument that was used during a da vinci-assisted low anterior resection procedure. It was confirmed that there was no report of fragment(s) falling inside the patient, patient harm, adverse outcome or injury.